Event description:
The customer reported high blood glucose. Customer's blood glucose was 510 mg/dl. Customer stated she changed her set and gave bolus. Customer gave IV treatment. Customer declined to troubleshoot. Customer stated will monitor the insulin pump and will contact her health care provider. Customer stated that she has a lot of medical issues and thinks that high blood glucose was due to her medications and way of life. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.